Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to no button response. The insulin pump was received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing low blood glucose. The blood glucose at the time of the incident was 58 mg/dl. The customer states insulin pump alarmed button error after testing the blood glucose level. She treated for the low blood glucose level with food. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.